Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an infusion set not adhering due to humidity, which led to tape not sticking event on (B)(6) 2026. No further information available.